Event description:
It was reported that the "fiber was firing out of the tip and not the side at 150,966 joules". The procedure was completed using a second fiber. Patient outcome: "no injury to the patient".

Manufacturer narrative:
(B)(4).